Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 16, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 7351306, and no non-conformances were identified. During visual evaluation, a rupture measuring approximately 0.4 cm was observed on the anterior view. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 325cc mentor memorygel breast implants placed experienced bilateral rupture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the ruptures. As a result, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-04380 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on april 22, 2020. In addition to the issues reported previously, the patient also experienced capsular contracture. Reason for device explant and/or reoperation: capsular contracture/rupture the following statement was added the previously submitted device evaluation summary: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on march 20, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).